Event description:
Two new canisters of the sani-cloth germicidal wipes were opened to be used in the ER. When the seal was peeled off the top, they noticed brown/rusty spots over the top of the wipes. Some of them were stuck to the wipes, some would fall off or could be moved. This was noticed in both tubs of wipes. These canisters were set aside, so they were not used and could be brought to management during the week. Two days later, staff was going to clean a patient room in the ER. When pulling some wipes out of the canister that was in the room, there were the same brown/rusty looking flecks or spots noted again. Although this time, they were not on the top of the wipes, they were found within the wipes and in the center of many of them. These canisters were pulled from use as well. All the canisters had the same lot#, a11900501. Checked all inventory with this lot number. No other affected canisters were found.